Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company clinical application specialist reported on behalf of a site, that a pt experienced a posterior capsular tear during the aspiration portion of a laser assisted cataract extraction procedure. An anterior vitrectomy was required and an anterior chamber intraocular lens was implanted in the pt. Additional information was received indicating that this event occurred during the cataract removal (phacoemulsification) portion of the procedure.